Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump was dead and screen was black. Customer¿s blood glucose was in the range of 100mg/dl at time of incident and current blood glucose was over 300mg/dl. Customer stated that insulin pump submerged in water and showed condensation of moisture on bottom as well as moisture under lcd. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.